Event description:
Info received indicates the bed has no head up or down function but the CPR function is working.

Manufacturer narrative:
The technician found the solenoid valve was sticking. The technician replaced the solenoid valve to repair the bed.